Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been further complaints reported with this failure mode in the past three years. The device is intended for use in treatment. It was reported that the dressings had low adhesion. The returned dressings were evaluated. No visual or functional issues were identified. The dressings adhered to the skin without issue. The skin site must be thoroughly cleaned and dried prior to application. If there is any moisture on the skin prior to application, the adhesive performance of the film may be compromised. We have not been able to confirm a relationship between the event and the device. The outcome of this investigation has been recorded as no fault found. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the dressings have low adhesion and fall off easily during application. There was no impact to the patient because a backup dressing was used to complete the treatment.